Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Date of event: requested, but unknown. Implanted date: unknown due to date of event being unknown. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a cas (carotid artery stenting) was performed and hemostasis was successfully achieved by the angio-seal device (8fr). After a while, the puncture site swelled up and a pseudo aneurysm was observed. The patient has been monitored. The patient's current condition is unknown. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was on the right common femoral artery. The vessel diameter is unknown. Blood loss was less than 250cc. There was non-serious health damage to the patient. Additional information was received, information received 07/30/2019: the patient has been under follow up care.